Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had checked the electrical panel at the back of the cubie pockets. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had previously spilled medication liquid onto drawers 7.1 and 7.2. A field service engineer removed matrix drawer 6 to access and clean the top surfaces of drawer 7. Then removed all cubies from drawer 7.2 and thoroughly inspected all row boards. No signs of spilled medication were found, and all components were in clean condition. Reinserted all cubies and tested all drawers, but there were no issues with functionality. The system functioned as intended after the field service engineer repaired the device.